Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the physical sample was not returned for evaluation and no images were provided for review which leads to inconclusive result. Based on the investigation of the provided information, the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Placement in the venous system represents an off label use. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'the e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery.' H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the thrombus occlusion was allegedly observed in the stent. The current status of the patient was unknown.

Event description:
It was reported that during a stent placement procedure, the thrombus occlusion was allegedly observed in the stent. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.